Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, there was a tear noted to the balloon. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an anterior tibial artery. The patient had a bypass graft in the anterior tibia and to open the artery, a 3.0 x 40 x 135 mm fox plus was advanced to the graft and the physician performed a hand injection with a syringe to inflate the balloon when it ruptured longitudinally. The pressure was unknown. The catheter was removed and a new same size fox plus was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.